Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after running out of insulin overnight, disconnecting for a period, and later suspecting a loose cartridge connection and infusion set issues; after an infusion set change, glucose rose to over 400 mg/dl for several hours and the user administered 10 units of subcutaneous rapid-acting insulin by pen without disconnecting from the ilet, then subsequently disconnected and turned the device off. Symptoms included elevated blood glucose. Outcomes included temporary discontinuation of ilet use and self-management with injection. Investigation included customer interviews and attempts to obtain blood glucose details. Investigation of this case revealed insufficient information to identify a definitive device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear and that additional information from the user is required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.